Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain (described by the patient as a burning sensation) at the ipg site. In addition, the patient stated the ipg feels loose in the pocket. As such, the patient will undergo surgical intervention to address the issues.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was relocated.